Event description:
A 5mm apex pin was stuck in the corresponding soft tissue sleeve.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event of the bended tip could be confirmed. Based on the investigation, the root cause bended tip was attributed to a user related issue. The bended tip was probably caused by too much force applying. The op tech apex & ha apex pins pin fixation system (literature number : 2012800 rev 0) was reviewed: "do not use excessive axial force." [Original statement] the IFU for instruments v15011 rev k 01-2014 was reviewed: "ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants! [...] Special comments for application - only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. - always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. - the design of the instrument must not be modified in any way - ensure that drilling and cutting tools are sharp. Before every operation, ensure that all devices to be used during the operation function correctly with each other. - in the course of the operation, repeatedly check that the connections required for precise positioning between the implant and instruments, or between the instruments themselves, are secure. - reusable instruments must be cleaned directly after usage" [original statement] a review of the device history for the reported lot did not indicate any abnormalities. The case was addressed as a potential recurring situation in r&d on (B)(6) 2015. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
A 5mm apex pin was stuck in the corresponding soft tissue sleeve.